Event description:
Procedure type: unknown. According to the reporter: the anvil of two instruments did not tilt after firing. Tension was placed at the site to remove the devices. Surgery time was extended twenty minutes and no harm to the patient was reported.